Manufacturer narrative:
Device evaluated by MFR.: an introducer sheath, coil and delivery wire were returned for analysis. Visual examination was carried out. The proximal end of the coil was stretched and kinked inside the introducer sheath. The introducer sheath was inspected and the tip was severely damaged. The twist lock had been opened. The coil was advanced through the tip of the introducer sheath with significant resistance. The coil was severely stretched and kinked at the proximal end. The interlocking arm of the coil had been pulled off and had not been returned. There was evidence of weld marks on the coil. The delivery wire was inspected and the ptfe (polytetrafluoroethylene) at the distal end was buckled/kinked. Microscopic inspection was done. The zap tip shape, surface of the coil and the delivery wire were smooth. The interlocking arm of the delivery wire was slightly kinked. The delivery wire and coil dimensions were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 20jun2016. It was reported that advancing difficulties occurred. The target treatment area was a descending aorta dissection extending from the left subclavian artery 1cm. The anatomy was noted to be moderately tortuous. A 15mmx40cm interlock&#11123;5 was selected to be used. After the coil was deployed 1cm, it could not be moved forward. The coil was withdraw, but could not be pulled entirely into its sheath. The coil and catheter were removed together. The procedure was completed with another of the same coil. No patient complications reported and patient's condition was stable. However, device analysis revealed that the arm of the coil had been pulled off.